Manufacturer narrative:
(B)(4). A partial lead was returned in five segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.0-11.5cm from the distal tip. The etfe coating was abraded and inner coil exposed at this location, consistent with the field observation of noise.

Event description:
It was reported that the lead was explanted and replaced due to noise. Patient was stable.